Event description:
The subject home monitor was indicated as out of order, reportedly because of a communication issue with the system.

Event description:
The subject home monitor was indicated as out of order, reportedly because of a communication issue with the system.